Event description:
International distributor contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(6) 2014, a patient's mother reported out of range signals for a pediatric patient.